Event description:
The customer reported that following diagnostic/percutaneous transluminal coronary angioplasty/stent procedure in 1999, a vasoseal es was deployed. The physician reported that prior to vasoseal es deployment, he had difficulty accessing the femoral artery to advance both the diagnostic and guiding catheter. For this reason, many attempts were made in the femoral artery of both the right and left leg in order to access the femoral artery. Finally it was possible to insert a long 7 fr. Sheath and the catheters were advanced from there. The next day, the pt's leg was numb and with no pulses and the pt was taken to surgery. The collagen plug was removed from the femoral artery using the fogarty technique. The pt was doing well following surgery and was discharged from the hosp. No further complications were reported. The physician stated that he believed that the many attempts to advance the catheters may have traumatized the artery at the puncture site resulting in a hole in the artery wall much larger than a 7 fr. Sheath, which may have allowed the collagen to be inserted intra-vascular.*